Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report numbers: 2017865-2022-50565, 2017865-2022-50567. It was reported that the patient presented with infection. Echocardiogram revealed lead vegetation and endocarditis. The system was successfully explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
Please retract report. Additional information received notes the infection is not related to the implant site or this product as the infection occurred due to another factor or source.